Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additionally, it was reported that an altitude alarm occurred. Also, it was reported that the customer experienced an elevated blood glucose (bg) level of 369 to 559 ml/dl. Elevated bg was address by correction bolus via pump. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned